Event description:
Same case as 6000093-2005-00006. It was reported that during a coronary drug eluting stenting treatment procedure, deflation and withdrawal issues occurred and the guide wire tip broke off. The pt presented with chest pain and shortness of breath and had a positive stress test. The lesion being treated was located in the moderately tortuous, moderately calcified, 90% stenosed mid circumflex (cx). A luge guide wire was advanced. The vessel was pre dilated with a maverick 2.5 x 20 mm balloon. The physician implanted a taxus express2 2.5 x 12 mm drug eluting stent distally and then deployed a taxus express2 3.0 x 32 mm drug eluting stent proximally in the mid cx to 14 atm. The delivery balloon on the 3.0 x 32 mm stent would not deflate to a low profile and hung up on the stent. When the physician pulled back to remove the balloon, the ebu guide catheter was sucked into the vessel. When the guide catheter dived the luge guide wire tip broke off and remians in the heart. The pt is reported as stable and was discharged.